Manufacturer narrative:
Final device analysis revealed no significant anomalies. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. Only a piece of the plunger was remaining.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the pt. No serious injury to the pt was reported.